Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the clear-trac cannula's cap came off and fell to the floor. The procedure was completed with a back-up competitor device. No delay was reported, and no patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection was performed and no deficiencies were observed. A functional inspection was performed and no deficiencies were observed. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.